Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error detected alarm noted during testing. Pump error detected alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. No error occurred while writing external history and trace flash, no history pointers failed. The history pointers are corrupted, no post-reset ram crc alarm and no rf processor failed selftest alarm noted. Software error detected was present in the format history file. Problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.